Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals for its right atrial (ra) lead channel, so an atrial tachy response (atr) episode was recorded. Technical services (ts) was consulted and discussed it was isolated and looked like electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.